Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 2 events were reported for this quarter. Product return status: 2 devices were received for evaluation. Evaluation status: 1 device evaluation is in progress, 1 event was not confirmed during testing; the device was found to be within specifications. Product disposition: 1 device was repaired and returned to the account. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device was reportedly leaking; 2 events had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device was reportedly leaking. 2 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 2 previously reported events are included in this follow-up record.   Product return status: 2 devices were received for evaluation. Evaluation status: 2 reported events were not confirmed during testing; the devices were found to be within specifications. 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.